Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the ipg had been moved surgically by the physician due also to a local irritation in the skin.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.